Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo samples were received for evaluation. A visual inspection was performed, and a disconnection between the tube to the y connector was observed. The reported condition was verified. The cause was determined to be from insufficient amount of solvent applied to the tubing during the automated assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing below the clearlink port of a continu-flo blood/soln set was disconnected due to a loose connection (separation of components). The issue occurred during patient infusion of hartmann's solution and fluid leaked on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.